Event description:
It was reported following a percutaneous procedure with a 7f procedure sheath, an 8f angio-seal sts plus was deployed in the left femoral arteriotomy. A pre-deployment femoral angiogram revealed the sheath insertion was above the bifurcation, over the femoral head in the left anterior oblique (lao), and no common femoral artery disease was present. A 12 by 16 millimeter hematoma was noted post deployment. With manual kneading of the hematoma, the hematoma dissipated completely. The patient was transferred to ICU. The patient received retavase, dose unknown, and was transferred to another hospital. Upon arrival at the hospital, the patient had a hematoma at the left groin extending to the midline. Manual compression was applied during the percutaneous interventional procedure via a right groin access. An angiogram of the left superficial femoral artery revealed a filling defect. The patient underwent surgical intervention where the surgeon evacuated the hematoma and controlled the bleeding. The surgeon stated the stick was "too high." The patient was reported to be taking retavase, plavix, aggrastat, heparin, all doses unknown.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.